Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and one of devices migrated to her uterine wall. This event, seen as device embedment, is serious due to medical importance and listed in the reference safety information for essure. The essure coils may dislocate and embed into uterus or fallopian tubes. In this case, the left device have migrated to her uterine wall. She underwent an hysterectomy and after that she felt much better. Considering this information and event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported her doctor assured her that essure was the right choice for her; unfortunately, her left coil did not take and was never removed. It migrated to her uterine wall, causing painful periods, days-long bouts of nausea and vomiting during her period each month and persistent fatigue. She opted for a hysterectomy to solve the problem. After the surgery, she felt better than she had in 10 years; she had full energy back, no more insomnia and no more nausea. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and one of devices migrated to her uterine wall. This event, seen as device embedment, is serious due to medical importance and listed in the reference safety information for essure. The essure coils may dislocate and embed into uterus or fallopian tubes. In this case, the left device have migrated to her uterine wall. She underwent an hysterectomy and after that she felt much better. Considering this information and event's nature, causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Technical assessment is expected.